Manufacturer narrative:
Initial and final MDR 1894377- device 1 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024. The blood glucose level of the patient was around 200 mg/dl. Moreover, the issue occurred with three infusion sets used for a day. No further information available.